Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was aborted and rearranged after issue was fixed. The philips field service engineer (fse) inspected the system on site and confirmed that system failed to produce x-rays. Review of the system log file showed that the error related to converter and also high voltage generator . To resolve the issue, fse replaced the eq2 converter 8e velera and cable from enk1 to eq to resolve the issue. The defective converter was returned to philips for analysis the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.